Manufacturer narrative:
D4: UDI: n/a at this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: head perfusionist. The actual device was not returned. The manufacturing record and the shipping inspection record of the actual product found no anomaly. Two similar reports (B)(4) from the same facility for the product with the involved product code/lot number were found. In neither case was the actual device returned. Based on the investigation result, no anomaly was found in the manufacturing records. As a possible cause of this case, from the information that "...the need to set a higher fio2 to achieve comparable ... This was consistently above 60%", it was inferred that regarding fio2 during utilization, the amount of it was insufficient compared to the patient's oxygen consumption. However, since the actual device could not be investigated, it was not possible to clarify the cause of occurrence. The instructions for use (IFU) (capiox fx25) has the following warnings, method of operation and precaution regarding gas exchange failure. "Start gas supply with v/q=1, and fio2=100%, then make adjustments based on blood gas measurements." "Measure blood gases and make necessary adjustments as follows. A. Control pao2 by changing concentration of oxygen in ventilating gas using gas blender. To decrease pao2, decrease fio2. To increase pao2, increase fio2. B. Control paco2 by changing the total gas flow. To decrease paco2, increase total gas flow. To increase paco2, decrease total gas flow." "Upon patient rewarming, adjust o2 concentration, gas flow rate and blood flow rate by increasing them as needed based on an increase in patients' metabolism. Failure to adjust the gas supply and the blood flow rate appropriately may cause insufficient o2 supply needed or the amount of the patient's gaseous metabolism." "A phenomenon called wet lung may occur when water condensation occurs inside fibers of microporous membrane oxygenators with blood flowing exterior to the fibers. This may occur when oxygenators are used for a longer period of time. If water condensation and/or a decrease in pao2 and/or an increase in paco2 is noted during extended oxygenator use, briefly increasing the gas flow rate may improve the performance. Increase gas flow rate, to 20 l/min for 10 seconds. Do not repeat this flushing technique, even if oxygenator performance is not improved." Terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported low oxygenation regarding the capiox device. There was difficult oxygenation, therefore, they needed to set a higher fio2 to achieve comparable, acceptable oxygenation. This was consistently above 60%, which is uncommon under normal circumstances. The event occurred during cardiopulmonary bypass. It was unknown if the product was changed out or if the procedure was completed successfully. The event did not cause or contribute to an injury. It was unknown if there was blood loss. It was unknown if there was a delay in procedure